Event description:
It was reported that the fiber tip detached during the photoselective vaporization of the prostate procedure. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Based on the information available, the cause that contributed to the reported event cannot be established.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the glass tip was detached from the distal end of the fiber and not returned. The metal cap was also detached from the fiber and not returned. Additionally, significant peeling damage was observed on the outer flow tubing. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The fiber passed the connector segment verification test. The control knob is attached and aligned with fiber and can rotate the fiber. The fiber card data indicated that the fiber was not expired, was recognized by the console, and was fired. It is likely that the tip of the fiber was buried into tissue, which probably led to the reported allegation. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result. Do not bend the fiber at sharp angles. Damage may occur to the fiber. A risk review was completed and confirmed that the event was defined in the risk documentation and was documented accordingly. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of unintended use error caused or contributed to the event was assigned to this investigation.

Event description:
It was reported that the fiber tip detached during the photoselective vaporization of the prostate procedure. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber tip detached. The procedure was completed with another fiber. There were no patient complications reported.